Event description:
Additional information: it was reported that the pump had repeatedly stalled/recovered was explanted. It was last read on 2011-(B)(6) and was still in motor stall mode. It was now stated that there was no MRI exposure; no device studies were done. They were unable to retrieve pump logs. Patient did not have any withdrawal symptoms, was being covered with oral meds. There was no patient injury; patient recovered without sequela. Drugs: morphine sulfate and bupivacaine.

Event description:
A confirmed motor stall recorded in event logs with motor stall recovery was reported. The pump had stalled twice and recovered, timeframe for stalls was not known to the reporter. It was indicated that patient had an MRI/other procedure or was around a magnetic field. As of 2011-(B)(6), it was reported that patient was scheduled to have replacement. Drugs delivered via the device were morphine and bupivacaine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted: (B)(6)-2003, explanted: unk.

Manufacturer narrative:
Final analysis of the pump revealed motor corrosion and gear train anomaly.

Event description:
It was reported the pump was explanted due to a motor stall. Caller indicated the stall due to concentration reformulated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.